Manufacturer narrative:
(B)(4). During baxter's evaluation, the unauthorized repairs to the device were confirmed. Evaluation found that when the mechanism was removed from unit #(B)(4), it was found to be the mechanism belonging to unit #(B)(4). Review of both device history records show that the mechanism sub-assembly serial number ((B)(4)) belongs to unit #(B)(4). This is an indication that the mechanism is not original to the device and was installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable.

Event description:
During baxter's repair process it was found that a spectrum pump had evidence of customer tampering. There was no patient involvement.